Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that patient moved the right eye during last few seconds of intralase treatment. Surgeon said most of the side cut was completed but had to cut at the 2 o'clock position with vannas scissors. Surgeon used a bandage contact lens and there was no loss of best corrected visual acuity (bcva). Actual visual acuity is 20/15 post operatively.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.